Manufacturer narrative:
(B)(4). Pump passed functional testing including displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep currents, active currents and self test. Pump communicated properly with test guardian link transmitter. However, hardware low level failure alarm (variableinfo=3) confirmed in the pump history due to broken trace on u1 keypad assembly. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had insulin pump error. The customer was able to clear the alarm and able to rewind the insulin pump. The customer was able to passed the self test. The customer received cannot find sensor signal alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.